Event description:
210.6021- 06/06/2019 10:56:06 (B)(6) *suspected mdg defect* no charge/ oob repair. Npi 07/02/2019 10:50:09 (B)(6) after investigation, the device module run time was 0 hours. This device meets the criteria per 1601-011-000 out-of-box failure processing document # 10000053419 for restocking back to finished goods warehouse. 07/17/2019 14:59:03 (B)(6). Investigation summary: report error 210.6021 (lkb_ss = 210, keyboard_failure = 6020) was confirmed. The lvp detected error 210.6021 upon the completion of the power on self-test. The varistor c18 of the restart key was defective. The pull up voltage of the restart key at the varistor c18 was measured at 1.8 volts, should be 5.0 volts. Conclusion: faulty varistor c18 is the main cause of error 210.6021. Rework: recommend replacing varsitor c18 (part number 305461 varistor v suppress) if part is available, otherwise replacing display board part number: tc10010762. Disposition: route to service for normal process. 08/12/2019 09:53:50 (B)(6). Replaced c18 on display board. 08/12/2019 09:56:45 tam (B)(6). Verified c18 passed solder pcb.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). After investigation, the device module run time was 0 hours. This device meets the criteria per (B)(4) out-of-box failure processing document # (B)(4) for restocking back to finished goods warehouse. (B)(4). Investigation summary: report error 210.6021 (lkb_ss = 210, keyboard_failure = 6020) was confirmed. The lvp detected error 210.6021 upon the completion of the power on self-test. The varistor c18 of the restart key was defective. The pull up voltage of the restart key at the varistor c18 was measured at 1.8 volts, should be 5.0 volts. Conclusion: faulty varistor c18 is the main cause of error 210.6021. Rework: recommend replacing varsitor c18 (part number 305461 varistor v suppress) if part is available, otherwise replacing display board part number: tc10010762. Disposition: route to service for normal process. (B)(4).